Event description:
It was reported that the user experienced an occlusion alert on the ilet while using a contact detach infusion set (23 inch, 6 mm), with approximately 50 units of insulin remaining after 1 to 2 days of use; blood glucose rose to 335 mg/dl and returned to range after all disposable supplies were changed, and no additional troubleshooting was performed. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no hospitalization, no emergency care, and resolution after supply replacement. Investigation included complaint intake review and user education on infusion set management and site rotation. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion related to the infusion set or disposable pathway, which resolved after changing the infusion set, resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was an infusion pathway occlusion due to user- or use-environment¿related factors, with device function restored by replacing disposables.

Manufacturer narrative:
Initial.